Manufacturer narrative:
Method: device not returned. Results: because the device was not received for evaluation, testing and inspection cannot be performed to determine if the device was nonconforming in any way. Conclusion: the issue had been noticed by the staff prior to use, but the staff knowingly used the expired product.

Event description:
It was reported that two expired jam shidis were used in surgery.

Event description:
It was reported that two expired jam shidis were used in surgery.